Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump usb port was loose, the touchscreen was black and that the wake button was sticking and unresponsive. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.